Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to c&r#: 3003768277-12/08/2023-009-c.

Event description:
It was reported to philips that system crashes sporadically by itself, no operation possible. This is connected to a loss of image related to a azurion 7 m12. There was no reported patient or user harm.